Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computed tomography imaging were provided and reviewed by a clinical representative with the following impression: an endoleak could not be substantiated on any of these studies due to the nature of the radiographs/studies. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history shows that one other unit from this lot was reported for similar event, where two limb extensions were used to treat a distal endoleak due to disease progression. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause of the reported endoleak could not be conclusively determined.

Event description:
It was reported that approximately 58 months post-implant of a bifurcated device and an suprarenal aortic extension, a routine computed tomography scan revealed a proximal endoleak. The physician elected to treat the patient with a infrarenal aortic extension, which successfully corrected the endoleak. The patient tolerated the procedure well.